Event description:
Same case as MDR: 2134265-2013-09326;2134265-2013-09329; 2134265-2013-09324. It was reported that automatic pullback failure occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery (lad). An ilab ultrasound imaging system was used in conjunction with two opticross imaging catheters in a percutaneous coronary intervention procedure. During the procedure, the physician use the first opticross imaging catheter but it was unable to perform pullback. The catheter was exchanged to another opticross but the issue was not resolved. The device was exchanged to a non bsc imaging catheter and the procedure was completed. No patient complications reported and the patient's status is stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).